Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It was reported that the patient is alleging harm caused by the device, however the nature of the harm is unk at this time.